Event description:
The customer reported having issues with priming, and he was experiencing high blood glucose of 383mg/dl. The caller also stated that the insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and the customer is unsure if the drive support cap is protruded, loose, sticking our or flush. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the drive support disk. The device was received with scratched lcd window, cracked display window corner, cracked battery tube threads and reservoir tube lip.